Manufacturer narrative:
Cable was damaged connector was completely replaced. The event did not create injury to the patient because did not happened during a surgical intervention. We are not aware about eventual delay of surgical intervention.

Event description:
Failure on the pc cable connector lead to error "fiber not detected" and blocks the system.